Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The no delivery alarm functioned properly. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported that the insulin pump alarmed no delivery after attempting to deliver a bolus. The customer woke up at night with a blood glucose level of 28 mmol/l. While troubleshooting, the insulin pump did not alarm no delivery and insulin exited. During the high pressure test the insulin pump did not alarm no delivery. The customer was advised that the device would be replaced and agreed to return the product for analysis.